Event description:
Customer ran a control test on his contour ts meter and received a reading of 356mg/dl. The range was 103-142mg/dl. No adverse events were alleged. Customer ended the call before the test strip information could be obtained, so meter information is provided instead. Product was not replaced and product is not expected to be returned for evaluation.